Event description:
Customer alleged that comfort curve blood glucose test strips were labeled with an expiration date of 07/30/2007. Batch records show the actual expiration date to be 06/30/2005. No serious adverse event was reported in connection with the alleged malfunction. Return of the suspect product was requested; replacement product was sent.